Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an unspecified incident that occurred at their hospital. There are no details or information provided except that there may have been an "over infusion of some drug during this day" . No patient harm was reported. The customer would like help with an event log review to determine what occurred.

Manufacturer narrative:
The customer¿s report of a possible overinfusion could not be confirmed. The event logs show no activity for any of the devices on the reported event date of (B)(6) 2016. The pcu event log has entries up to (B)(6) 2016 and then the entries start up again on (B)(6) 2016. The root cause of the customer's report of a possible overinfusion was not identified. No devices were returned for investigation.